Event description:
It was reported when using the bd pyxis medstation es system drawer failed when user trying to issue medication to patients. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the control board on drawer 6 was failed. The field service engineer replaced board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.